Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) was confirmed. Upon investigation the monitor's electrode belt connector was damaged, resulting in a communication disruption between the monitor and the patient's electrode belt. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was unable to communicate with an electrode belt.